Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 60 year old female underwent high risk percutaneous coronary intervention (hrpci) with support from an impella cp, placed on (B)(6) 2026 at 18:39. The patient¿s pre support clinical condition was consistent with scai cardiogenic shock stage e. Based on the currently available information, the patient experienced a vascular complication following impella cp explant, involving loss of distal pulses and subsequent identification of thrombus requiring surgical management. Although a thrombus was ultimately identified in the proximal aorta, the direct relationship to the impella device cannot be definitively established at this time. Contributing factors, including the patient¿s critical clinical state, underlying cardiogenic shock, and anticoagulation status, remain under review. No device return is available for evaluation. The patient survived explant.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Peri-procedural adverse event (ischemia / thrombosis): the root cause of the injury was unable to be determined due to insufficient clinical details.